Event description:
It was reported that (1) device was used during a hernia repair. It was reported by the affiliate that the ems instrument was dropping staples into the pt. The surgeon removed all the staples. Another instrument was used to complete the case.